Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a f/u supplemental report will be mailed.

Event description:
(B)(4). It is reported that on (B)(6) 2013 the stent was placed into pt's body. On (B)(6) 2013, the stent was scheduled to be removed. When the stent was removed out of pt, the user found the stent was broken. All fragments were removed completely. Add'l info has been requested but not yet received. Per add'l info received, the pt had received a stent due to a ureteric stone. There were no problems placing the stent, the guidewire used was a 0.035" wire. The stent broke during removal as a resistance was encountered. The break occurred on the distal-kidney side of the stent. Per add'l info received, the broken piece was able to be removed during the same procedure, and no invasive procedure was performed.